Event description:
Customer reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring; the customer acknowledged understanding these instructions.